Event description:
On [redacted], the patient was on a levophed drip for blood pressure stabilization. On the levophed drip, the patient's average blood pressure was 110s/130s systolic over 60/70s. The nurse placed a chicken foot attachment on the central line port when the IV tubing broke off into the microclave. With the breakage of the IV tubing and pause of levophed, the patient's blood pressure dropped to 46/29. A 1mg epinephrine push was required to stabilize the patient's blood pressure. After the epinephrine administration, the patient's blood pressure returned to baseline. No other interventions were needed. The IV tubing and microclave were sequestered by biomed. The pump logs were reviewed and no errors were found.